Manufacturer narrative:
On april 25, distributor reported the following information: pump was received and pump history showed the battery gauge was fluctuating. Correction: h6 - removed 2892 code; added 1383 codes.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported, that the pump usb was damaged and the pump battery could not be charged. Customer's blood glucose was 150 mg/dl. Customer reverted to using an alternate method of insulin therapy.